Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e226 error is an error caused by poor communication between the camera head and the processor. It is presumed that communication failure temporarily occurred due to internal flooding, and e226 errors occurred. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for a unknown diagnostic procedure, a e226 (scope communication error) occurred and no image on the monitor. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered flooding inside the unit due to a broken switch; zoom and focus functions did not work. A broken sheath was noted and the coupler was noted deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.